Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The system was found to be working and put back into service.